Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had not been getting any low battery alerts but the insulin pump was shutting down. The batteries were not starting the insulin pump up as it should. They were experiencing high blood glucose. The customer¿s blood glucose level was 372 mg/dl. They declined troubleshooting for the high blood glucose. They also received an off no power alarm. The alarm history was reviewed. They did not receive a low battery alert prior to the off no power alert. A new battery did not resolve the issue. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, unexpected battery out limit alarm and failed battery test noted. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.